Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string pulled out of a tampon upon removal leaving the tampon inside. She was able to manually remove the tampon but did seek medical attention three weeks later for treatment of a uti of which she believes is related.

Event description:
This is a follow up to correct the b1 to product problem as the b1 was left blank in the initial report.

Manufacturer narrative:
Corrected information: b1: product problem b5: this is a follow up to correct the b1 to product problem as the b1 was left blank in the initial report. G7: follow up 1 h2: correction